Manufacturer narrative:
Product event: (B)(4). Patient demographic information unavailable, however follow-up for information is still in progress. If information is provided in the future, a supplemental report will be issued.

Event description:
During a plastics case, staff reported the plasmablade device caught on fire. No other case details were available. There was no injury to staff or the patient reported.